Event description:
It was reported that, "the patient was experiencing pain and instability. The surgeon did a poly swap from a ps to a ts."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital. If additional information becomes available, it will be submitted in a supplemental report.